Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient experienced insulin flow blocked alarm due to a bent cannula, which led to high blood glucose level event on (B)(6) 2026. The insertion site was buttocks. The infusion set was in use for a day. The patient was subsequently hospitalized on (B)(6) 2025, with a length of hospitalization for greater than twenty-four hours as the blood glucose was not decreasing. The patient's blood glucose level during hospitalization was 585 mg/dl and ketones were tested positive with 5.7 mmol/l. During hospitalization, the patient was treated with insulin through intravenous (IV). The patient was released from the hospital on (B)(6) 2025. No further information available.